Event description:
It was reported that high impedance was identified during interrogation and system diagnostics at a patient appointment. The physician was informed that it is recommended to take x-rays to identify a lead fracture and disable the patient's generator. The physician decided to leave the patient's settings as they were since the patient was not experiencing any adverse events. The high impedance was most likely caused by a fractured lead.

Event description:
The patient had full revision surgery due to the high impedance and battery depletion. The explanted products were received, but analysis has not been approved to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Analysis on the lead was approved. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in one of the lead coils. Scanning electron microscopy images of the broken coil showed that pitting or electro-etching conditions occurred at the break location. Due to metal dissolution and/or surface contamination, the fracture mechanism of this coil segment could not be ascertained. Scanning electron microscopy images of the broken coil showed that a stress-induced fracture (fatigue) occurred on the coil strands. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. Analysis on the generator was also approved. The generator battery was depleted due to being left on with high impedance present, which is expected. Electrical test results showed that the pulse generator module performed according to functional specifications. No further relevant information has been received to date.